Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 3 functional mitral regurgitation (mr) and thin leaflet for a mitraclip procedure. During the procedure, one gripper was unable to lower and raise during grasping the leaflets. Troubleshooting was performed and was unsuccessful. The clip was removed from the anatomy, and the procedure was terminated with unchanged mr. There was no clinically significant delay or adverse patient effects reported. On 03 june 2026, return device analysis revealed tear in the hemostasis silicone valve of steerable guide catheter(sgc).

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.